Event description:
Reporter noted some intermittent hesitation when attempting to start phaco in footswitch position 3. There was no injury; patient's prognosis reported as good. Surgeon felt that this may lead to rupture of capsule if it recurs.